Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry the patient experienced an ischemic stroke on the same day of the index procedure. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting with a medical history including hyperlipidemia, CABG, diabetes mellitus, coronary artery disease and hypertension. The target lesion location was the ostium of a severely calcified and moderately tortuous left internal carotid artery (ica) with an 82% stenosis. An angioguard embolic protection device was placed distal to the lesion with no difficulty followed by deployment of a precise stent with a final stenosis of 16%. The angioguard was successfully retrieved and upon inspection there was no debris found in the basket. There were no symptoms or injury noted to the patient. The patient was neurologically intact when taken from the procedure room. On the same day, post procedure, the patient suffered a neurological event described as aphasia and hemiparesis on the right side and was diagnosed with an ischemic stroke. The onset was sudden and recovery is unknown. The patient was transferred to rehab three days post procedure for occupational, physical, and speech therapy and discharged from rehab eight days later. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry, the patient experienced a stroke (ischemic) on the same day of the index procedure. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The target lesion location was the ostium of the left internal carotid artery (ica). The vessel was severely calcified and moderately tortuous. The rate of stenosis is 82.7%. An angioguard (501814rmc/ lot 15216867) embolic protection device was placed distal to the lesion with no difficulty. A precise (pc0840rxc / lot 15216867) stent was successfully deployed in the lesion. The final percentage of stenosis was 16%. The angioguard was successfully retrieved and upon inspection there was no debris found in the basket. There were no symptoms or injury noted to the patient. The patient was neurologically intact when taken from the procedure room. On the same day, post procedure, the patient suffered a neurological event described as aphasia and hemiparesis on the right side. The patient was diagnosed with an ischemic stroke. The onset was sudden and recovery is unknown. The patient was transferred to rehab three days post procedure for occupational, physical, and speech therapy and discharged from rehab eight days later. The event was evaluated and determined to be related to the index procedure and cordis product.